Manufacturer narrative:
H11: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-02015-00.

Event description:
A patient who was treated with coolsculpting on (B)(6) 2020 has reported they presented with paradoxical hyperplasia.

Manufacturer narrative:
Changed, and/or corrected data: b2 b5 d1 d4 g1 h6 h10. It has been identified that this record, mrn 3007215625-2021-01934, is a duplicate of mrn 3007215625-2021-02015. Please see mrn 3007215625-2021-02015 for reportable events.

Event description:
Previous emdr submission noted paradoxical hyperplasia. Upon further review of information, allergan aesthetics has determined that this record is a duplicate record. Please see mrn 3007215625-2021-02015 as the operating record related to this complaint.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the upper and lower abdomen and may have developed paradoxical adipose hyperplasia.